Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the second surgeon side console (ssc) was not powering on fully and verified error 32321. The fse replaced the ssc common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to a component failure resulting from an electrical and/or fiber optic defect, caused by a bricked ccc.

Event description:
It was reported that during a training/demo of the da vinci system, the second surgeon side console (ssc) would not connect to the system. The system powered on normally, but the ssc power button was flashing blue. Prior to contacting support, the customer attempted a power cycle, reset the fiber to the ssc, and moved the fiber cable to the second ssc connection, but the issue persisted. Technical support engineer (tse) guided the customer through a system power cycle and cycled the ssc breaker, with no change. Error 32321 was generated, indicating a partial linkup timeout during node discovery. There was no report of patient involvement or patient injury.